Event description:
I had filshie clip migrate in my left side, I have had pain for years and just recently found out what it was. On (B)(6) 2016, I had laparoscopy surgery and had the left clip removed.